Manufacturer narrative:
Visual inspection under magnification shows the electrode is bent and damaged at the junction of the partially detached spacer as well as a significant amount of discoloration on the electrode. There is damage to the top of the shaft where detachment of the spacer occurred which is indicative of contact with another metallic object. The cable has been severed prior to being received for evaluation. Further visual observation with an unaided eye found no manufacturing abnormalities with the device. Due to the nature of the event and severed cable, a functional test is not deemed necessary. The complaint has been verified and the root cause was more than likely associated with the device potentially coming into contact with a metal object. Physical evidence of the returned device may also suggest the device was used for mechanical displacement of tissue through applied force or as a lever to enlarge the surgical site or gain access to tissue. The instruction for use (¿IFU¿) outlines warnings and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. The device will be retained.

Manufacturer narrative:
(B)(4)

Event description:
It was alleged that the insulating cover at the end of the dyonics slice probe detached and fell into the surgical site. The site was flushed but the piece was not removed. There have been no reported patient complications.